Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive all other keypad buttons responded appropriately. No buttons were found to be sticking. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking and difficult to press. It was noted that the keypad buttons were occasionally hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.